Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k042037. There are warnings in the package insert that these types of events can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 28 states, ¿pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopaedic surgeon.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-00251). This report is based on allegations set forth in plaintiff's notice and the allegations there in are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right revision procedure approximately three years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records reveals patient underwent a right revision procedure approximately three years post-implantation due to pain, discomfort , possible loosening of the acetabular component, and fluid within the joint. During the procedure, fluid is noted within the joint. The acetabular cup and modular head were removed and replaced with competitor components.